Manufacturer narrative:
Reporter occupation = urology coordinator. PMA/510(k) number = exempt. Device evaluated by mfg - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a percutaneous nephrolithotomy, two ncircle tipless stone extractors kinked. The devices' cannulas kinked while being used in a scope, resulting in the deformation of each basket. The devices were tested prior to use. The procedure was completed with a third device of the same type. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information regarding event details has been requested.

Manufacturer narrative:
Event summary: as reported, during a percutaneous nephrolithotomy, two ncircle tipless stone extractors kinked. The devices' cannulas kinked while being used in a scope, resulting in the deformation of each basket. The devices were tested prior to use. The procedure was completed with a third device of the same type. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation - evaluation. Reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. One ncircle tipless stone extractor was returned for investigation with the handle and basket formation in the open position. The male luer lock adapter was tight, and the collet knob was tight and secure. Kinks were noted to the basket sheath at the distal end of the support sheath, and at 20.5cm and 33.5cm from the male luer lock adapter on the proximal end. A functional test determined the handle did not actuate the basket formation. Two wires on the basket formation were broken at the knot. The second complaint device was not returned. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the devices were manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the device manufacturing instructions or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is packaged with instructions for use, which caution, ¿enclose the device in the sheath before removing from the tray/holder,¿ and, ¿do not use excessive force to manipulate this device. Damage to the device may occur.¿ based on the available information, cook has concluded that it is likely that the damage to the basket wires resulted from an inability to close the basket when removing it from the scope, and thus the devices were inadvertently damaged during use. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.